Manufacturer narrative:
The suture was tested and found to conform to print specification. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the suture broke at the knot pusher while trying to tie a knot. The case was a rotator cuff repair. Adequate fixation was achieved with the anchor. The healthcare professional was able to use the remaining suture limbs to tie knot a place. There were no reported patient injuries. No other complications were noted.